Manufacturer narrative:
Patient identifier: requested, not provided; age & date of birth: requested, not provided; patient sex: requested, not provided; weight: requested, not provided; ethnicity: requested, not provided; race: requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed as a sample was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath resulting in a non-deployment event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they used a 6fr angio-seal device, however it could not deploy. Additional information was received on 27 feb 2023: the procedure performed was a percutaneous coronary intervention using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. Hemostasis was achieved by manual pressure, and the patient was stable.